Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and 30 minutes later it had a power loss alarm and shut off. Blood glucose value was 15.9 mmol/l at the time of the low battery and 1.8 mmol/l at the time of the blank display. Customer stated the insulin pump was not stored for an extended period or without a battery for longer than 10 minutes. Customer did not receive multiple alarms. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display anomalies noted. Insulin pump trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert due to non-sleep anomaly software error.